Event description:
Pt underwent a laparoscopic appendectomy in 2000. Appendix was normal. A distended cecum was found. Postoperative workup showed persistent colon distention and pt underwent colonoscopy - followed by a left colectomy (stapler used), also in 2000. Eleven days later pt returned to o.r. For anastomotic leak - resection of previous staple line and transverse colostomy for possible staple line failure. Pt died in 2001.